Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released, based on company acceptance criteria. The company service representative examined the system and was unable to duplicate any issue or find fault. The joystick assembly was replaced as a preventative measure. No further issues found or adjustments required. The system was then tested and met all product specifications. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A facility representative reported that there was unintended movement of the gantry on its own. No patient involvement.